Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on (B)(6) 2017, it was found that the coating on the outer surface of the jaw partially came off. The device history record for the lot indicated no abnormality with the event-related items. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the user scraped dirt such as burnt coagulum with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a laparoscopy, the subject device was used. It was reported that the ptfe pad of the subject device was separated. The procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on (B)(6) 2017, it was found that the coating on the outer surface of the jaw partially came off.